Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed nor replicated by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the vessel sealer extend (vse) has been used for 2 hours and then stopped working properly. Tissues were charring too much on the distal tip and could not be released as they were stuck on the jaws. Customer cleaned and removed the charred tissues every now and then with a wet swab between the case, but the vse was still not working as it should. The procedure was completed with no reported injury. There was a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no bleeding at all and no thermal injury. There were lots of charred tissues on the jaw and was stuck on the jaw. The customer cleaned this with a wet swab gently to remove the charred tissues. When the surgeon used it again, the tissues easily stuck in between the jaws and cannot removed the sealer as its stuck on the tissues.

Event description:
Refer to h11 for follow-up information.